Event description:
Pt contacted stryker (B)(4) over the phone on the (B)(6) 2011. She had a gamma nail implanted into her femur on the (B)(6) in 2009 and that the nail fractured on the (B)(6) 2010, while she was walking on crutches. She was asking us if there had been any recalls on gamma nails and wanted further info.

Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.